Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had button anomaly. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that the buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the back and middle (enter) keypad buttons did not respond to keypad presses due to moisture presence in keypad connector, on the electrical board. Unable to perform displacement, sleep current measurement, active current measurement, and self tests or verify communicate to carelink pro, guardian sensor or blood glucose meter due to the keypad anomaly.